Event description:
A mal patient left a voice mail message indicating that he is receiving constant alarms and "the screw part pulled away from the wire". Support called patient back 8 minutes later and left a voice message (vm). Support tried again 12 minutes later and there was no answer. Support contacted the patient again 14 minutes later and left vm. Support contacted patient again approximately 2 hours later and left vm. Patient called back approximately one hour later and stated that the screw collar seems to not be tight and appears to be loose. He also stated that he was getting continuous check belt messages. A lifecor territory manager (tm) visited the patient and replaced the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt connector plastic was completely missing. The pins were completely intact and straight. The connector could not be screwed in which allowed for an intermittent connection between the monitor and the electrode belt. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the plastic to break. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.